Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information allegation of asthma (new or worsening). The manufacturer was made aware of this complaint through a representative of the customer. Medical intervention was not specified. The manufacture's investigation is ongoing. A follow up report will be submitted when the manufacture's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information allegation of asthma (new or worsening). The manufacturer was made aware of this complaint through a representative of the customer. Medical intervention was not specified. There is no customer information hence we cannot reach out to the customer and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. In box g: date received by mfg (rfb) has been updated. In box h: evaluation method code grid, evaluation results code grid, component code grid and conclusion code grid has been updated.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information allegation of asthma (new or worsening). The manufacturer was made aware of this complaint through a representative of the customer. Medical intervention was not specified. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service centre, the device was visually inspected and found no evidence of foam degradation. During the evaluation, secondary findings was observed. There was 8 error code found. The third-party service center concludes that they couldn't confirm the customer's allegation and there was no visible foam degradation and unit got scrapped. Section h6 updated in this report.